Manufacturer narrative:
The reported issue that the pump module had a dim segment on the led display could not be confirmed. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had dim segment on the led display. Npr - no product returned. There was no patient involvement.